Manufacturer narrative:
According to the customer, on 03/29/2025 the foley balloon ruptured "hours after insertion". The customer reported a new foley catheter was inserted due to the reported issue. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 03/29/2025 the foley balloon ruptured "hours after insertion". The customer reported a new foley catheter was inserted due to the reported issue.